Event description:
It was reported that recently, this implantable cardioverter defibrillator (ICD) exhibited a code 1005, which is indicative of an open circuit condition. Boston scientific technical services (ts) was contacted and explained that this open circuit condition was the result of high, out-of-range right ventricular (rv) shock impedance measurements. The data was reviewed, and ts determined that only the rv lead needed to be surgically replaced. It was stated that an ablation procedure is anticipated prior to rv surgical intervention, but neither have occurred yet. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The rv lead is not a boston scientific product.